Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed no delivery and motor error. Troubleshooting was done for no delivery during manual prime. Customer's blood glucose was 254 mg/dl. During the troubleshooting the insulin pump did not alarm no delivery. Advised the customer the insulin pump worked as designed. Troubleshooting was done for motor error. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.